Event description:
It was reported that the planned meniscus repair was aborted and the surgeon opted for a meniscectomy.

Manufacturer narrative:
The device manufacturer date is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: knot pusher/suture cutter device was larger than the knot. Probable root cause: design: - inadequate knot design. - inadequate length of suture for tensioning. - suture material does not facilitate sliding. Process: - knot not manufactured to specification. - use of incorrect suture material. Application: - insufficient force used to tension repair . - user does not fully tension . The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the planned meniscus repair was aborted and the surgeon opted for a meniscectomy.